Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation, medium, oval flexible snare was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure heat would not transfer through the snare even when connected to different cautery machines which resulted in the snare not cutting through the target polyp. Reportedly, the snare was securely attached to the active cord and there was no visible issue noted with the cautery pin. There were no signs of tissue blanching (tissue turning white). A clip was placed to control the patient's bleeding and the patient was not admitted to hospital beyond the standard of care. The procedure was completed with a different device the patient's current condition was reported to be stable and the patient is expected to fully recover.